Manufacturer narrative:
Concomitant medical product cont: 5594 lead, implanted: unknown. Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo. The outer insulation was ruptured. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the physician suspected a subclavian crush. The lead was explanted and replaced and a subcutaneous system was implanted. The device was a competitor device.

Event description:
It was reported that the patient came to the clinic due to an alert. The right ventricular lead was noted to have high/undefined and low pacing impedance. Noise/oversensing as well as undersensing were noted. No therapy was delivered; however, multiple aborted charges triggered sudden decrease in battery voltage and elective replacement indicator was triggered therapy was programmed off and a replacement procedure was scheduled for both the device and lead. No patient complications have been reported as a result of this event.